Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast prosthesis deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation procedure with a mentor smooth round moderate plus profile 700cc saline breast prosthesis that deflated post implantation. Deflation of the patient¿s left breast prosthesis was diagnosed during an office visit. As a result, the patient underwent explantation on (B)(6) 2024.

Manufacturer narrative:
On 24-jan-2025, the mentor failure analysis lab received the device for evaluation. Additionally, mentor became aware of the following: - an updated explantation date ((B)(6)2025) was reported. The patient had both breast prostheses explanted. - the patient developed capsular contracture (baker grade unknown) in both of her breasts post implantation. This medwatch report is for the patient¿s left breast prosthesis. Refer to manufacturer report number 1645337-2025-01186 for the report for the patient¿s right breast prosthesis. On (B)(6)2025, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a deflation in the breast implant and developed capsular contracture. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned device revealed that the breast implant had a crease/fold on the posterior view. In addition, a tear was noted within the crease measuring approximately 0.6 cm. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria, and that normal wear may have caused the observed defect. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).